Event description:
It was reported that the patient underwent an unknown surgery involving rhbmp-2/acs and peek cages on (B)(6) 2011. A revision surgery took place on (B)(6) 2012, where rhbmp-2/acs was used again. It was reported that patient suffered unspecified injuries. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a problem with her right knee. The surgeon reported to her that she had herniated discs at l3-l4 and l4-l5. On (B)(6) 2011,the surgeon performed surgery on the patient's spine, implanting hardware and rhbmp-2/acs. Immediately after surgery, the patient began experiencing new and different pain, radiating into her legs and specifically her right leg, in which the patient began to lose feeling in her right leg. In (B)(6) of 2011, the patient was continuing to have problems and was sent to have x-rays taken of her back. In (B)(6) 2012, the surgeon performed a second surgery where he "repatched" her dura of her spine. After the second surgery in approximately (B)(6) of 2012, the patient was required to lay flat for 12 hours and had to stay in the hospital for two days. On (B)(6) 2012, an MRI of the patient's thoracic spine without contrast was taken. The results showed that the patient had a moderate-sized disc herniation of the right side at the t10-11 and a large disc fragment which extended superiorly along the posterior margin of t10. Further, the MRI results also showed that the patient had a small central disc herniation at her t8-9, which indented the thecal sac. The patient is now permanently disfigured, harmed, immobile, and in constant pain from her hip to her toes.